Event description:
Procedure type: lap gastric banding. According to the reporter: the seal broke off the port. It did not fall into the pt. They opened another port during the case. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4).